Event description:
In 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to reported severe aortic insufficiency (ai) and an elevated gradient (29mmhg) secondary to a suspected tear parallel to the annulus in the rcc. During explant, the tear extended to the right ncc post. It was noted that the stent post was potentially bent. A 23mm trifecta gt valve was implanted.

Manufacturer narrative:
The results of this investigation concluded that leaflets 2 and 3 contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter. Leaflet 1 contained focal fibrin on the outflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears, pannus or fibrin were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.